Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedances that were greater than 2200 ohms. The high out of range impedances were observed when the lead was programmed to bipolar. Therefore, the lead was reprogrammed back to unipolar. The rv lead remains in service and the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and replaced due to the out of range impedances. The lead was not tested via a pacing system analyzer during the procedure. No additional adverse patient effects were reported.